Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that when prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, they could not insert the dilator at all into the sheath. Caller stated they flushed the sheath but the dilator would not advance into the sheath. When the sheath was replaced, the issue resolved. This issue of sheath obstruction is not considered to be MDR reportable since there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/13/2022, bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside the hub component. A microscopic analysis of the valve was performed and, stress marks on the outer diameter were observed. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed some kinks in the dilator and the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was introduced with the hemostatic valve dislodged and resistance was found then the hemostatic valve was taken off the hub and the dilator and a good-known lab sample catheter were introduced through the sheath, and no obstructions or resistance was felt. The hemostatic valve could cause the obstruction reported by the customer. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).